Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the captivator - snares was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. Upon analysis, there is insufficient evidence to determine whether the issues resulted from the physician's technique during the procedure or from a device malfunction. Additionally, based on the most relevant information for the complaint including the product record review results, the device met all required manufacturing specifications and passed all controls and inspections, with no abnormalities reported during assembly. Due to insufficient evidence, the definitive cause of the reported issues cannot be established. Without the device, the factors that contributed to the events remain unknown. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a captiflex - snares was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut the polyp cold and the snare was unable to cut cold. The procedure was completed, but there was no information regarding which device was used to finish it. There were no patient complications reported as a result of this event.